Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing leading to pacing inhibition and potential loss of capture. The device was programmed to asynchronous mode until the system was changed out for a cardiac resynchronization therapy defibrillator (crt-d) system. This lead was capped and replaced. No additional adverse patient effects were reported.